Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor error message occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration due to potential patient misuse. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a replace sensor error message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.